Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: pain was noted to be served in the trochanter area of the hip. No product has been returned for eval so the conditions of the components are unk. Primary operative notes were unremarkable. Revision notes state that the pt has had symptoms of psoas impingement. Upon revision the psoas tendon was found to be slightly thickened and scarred with little elasticity. It is a possibility that this was the cause of pain, however this cannot be confirmed. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was experiencing persistent hip pain and was revised.